Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received indicates that patient does not have any concerns with their device or therapy. The patient received assistance from their health care professional or manufacturer¿s representative. An appointment date of (B)(6) 2014 was provided.

Event description:
It was reported that the patient saw an 8474 code on their personal therapy manager (ptm). The patient was due for a pump replacement on (B)(6) 2014 due to battery depletion. It was noted that bolus delivery worked the night prior, but today the patient was feeling sick. The patient felt nausea symptoms and tried to request bolus but was getting an 8474 code on their ptm. The patient reportedly heard an alarm the day of report. The pump was used to infuse dilaudid and marcaine. A pump problem was alleged. A critical alarm was heard and confirmed by telemetry. A code 8474 was observed on the patient¿s personal therapy manager (ptm) indicating a pump reset. The health care professional planned to bring the patient in on (B)(6) 2014 and read the pump. It was reported that the pump was replaced the morning of report. The patient had been booked for a pump replacement and was rescheduled. It was reported that the patient had an emergency surgery to get a new pump on (B)(6) 2014. It was noted that the pump reached end of service. The patient had oral dilaudid.